Event description:
Caller reported cartridge alarm 20 that began on march 20, 2026, and occurred daily. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and decided to replace the pump. The customer will continue using their current pump and rely on alternate methods if necessary. The customer was informed they would receive a pump with updated software, and they understood the need to program settings and connect their cgm to the new pump.